Event description:
A (B)(6) male presented for a nanoknife ablation of a lesion located in the liver. No issues or complications were noted until midway through the procedure. The nanoknife generator displayed a "current too low" message during the test pulse. Attempts to troubleshoot were unsuccessful. The unit was rebooted and a second attempt was made to activate the unit. The unit again displayed a "current too low" message. It was determined that output 1 on the unit was non-functional and the treatment was continued by substituting output 1 for output 2. Although the procedure was delayed for an undetermined amount of time and the patient was exposed to prolonged general anesthesia; there was no reported harm or injury to the patient due to this event.

Manufacturer narrative:
Although the procedure was delayed for an undetermined amount of time and the patient was exposed to prolonged general anesthesia; there was no reported harm or injury to the patient due to this event. A review of the device history records for the nanoknife generator used during this case noted that an operational verification (ov) was successfully performed on (B)(4) 2010. No issues were noted. After the reported event, the unit's interface board and fpga assembly were replaced. A second ov was performed on (B)(4) 2010 and no issues were noted. The nanoknife system includes single use electrode probes and generator. The catalog and lot number of the single use electrode probes was not reported. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).